Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va0dm8r, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient device was removed but an x-ray showed that a portion of the lead remained implanted. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a friend of the patient who wanted to know if the patient could have an MRI with the lead still implanted; information was reviewed. Caller noted the patient has been complaining a lot of abdominal pain and noted it started shortly after implant. When asked, the caller didn't know if the pain was related to the device/therapy. Caller also noted the patient had a stroke (not related to device/therapy) and their pain perception is not always clear. Caller noted the patient has incredible pain in their lower abdomen and insists they have cancer, but they don't (patient had all kinds of studies/tests done and everything is normal; the patient does not have cancer). Caller is wondering if the lead can cause discomfort/irritation. The patient also says, "I am hurting, I cannot even talk". Caller noted it might be the result of the stroke because they have spasms all the time. As a result of what was reported, they are going back to remove the lead. Caller noted the patient has fallen a couple times because they are paralyzed on both sides(paralysis is not related to device/therapy). The caller was redirected to the healthcare provider (hcp) to diagnose the information reported. No further patient complications have been reported as a result of this event.